Event description:
The customer received a blood test result of 7.5% from the a1cnow system. He was re-tested on the lab's system and received 5.9%. The difference between the readings could be clinically significant. No adverse event was alleged. The customer was advised to return the kit for evaluation. A replacement was sent.

Event description:
The customer received a blood test result of 7.5% from the a1cnow system. He was re-tested on the lab's system and received 5.9%. The difference between the readings could be clinically significant. No adverse event was alleged. The customer was advised to return the kit for evaluation. A replacement was sent.